Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) confirmed that the issue was resolved by field service engineer (fse), and no other information was provided even after the multiple follow-ups. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to communicate. The customer stated that the system was not communicating with the server or network, and the device subsequently powered down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.